Event description:
This is filed to report the mitraclip detaching from the posterior leaflet resulting in recurrent mitral regurgitation. It was reported that a mitraclip procedure was performed on (B)(6) 2023 to treat functional mitral regurgitation (mr) grade 4. Two ntw mitraclips were implanted, reducing mr grade 1. During a follow-up visit on (B)(6) 2023, the lateral clip was detached from the posterior leaflet (single leaflet device attachment (slda)) with recurrent moderate mr. Per the physician, the anatomy may have contributed to the slda. Surgical intervention is anticipated, but has not been scheduled. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda appears to be related to patient morphology/pathology. Mitral regurgitation appears to be due to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.